Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 367 mg/dl. Reportedly, the customer was using fiasp for insulin therapy. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 4.5 hours later with the issue resolved and no permanent damage.